Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0580, awareness date 14-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2013. Consumer stated she had essure implanted in 2013 to prevent any more pregnancies because her last pregnancy was horrible for her and her child. About 2 months after she had essure implanted she began to experience adverse reactions. She stated that the list of those adverse reactions was: gynecologic: painful and heavy periods, pain with intercourse, excessive bloating, chronic lower back pain - she had an ablation done (B)(6) 2014, which was ineffective. She had to have a hysterectomy (B)(6) 2015, as an end result. Gastrointestinal: chronic nausea and vomiting - she had a colonoscopy/egd done, which was negative and the doctor could not tell why she continued to have these symptoms - she took zofran and bentyl as daily medication which she has not taken since she had hysterectomy. Neuro: more frequent and painful migraines - had a CT (computerised tomography) of head - multiple trials of medicines, presently taking zonegran but has not had a migraine since she had hysterectomy. Internal: decreased energy, lethargy, depression - she presently takes vitamin b12. Folic acid, and vitamin d3. She has tried multiple antidepressants which she cannot tolerate. She did not contribute all of her newly developed health problems to essure at first, but when she did a timeline of everything, it all started after she had essure implanted. She stated that she has missed out on a lot of things that her children have done because the coils stripped her of her health and energy. She used to coach cheerleading, swim, take daily walks with her children, be able to work full time and maintain her household without difficulty, she used to be happy: until the coils were implanted. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began to experience heavy periods. She underwent an endometrial ablation which was ineffective, and ended up having a hysterectomy 2 years after essure insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship, nature of the reported event, and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention. A product technical analysis has been requested.

Manufacturer narrative:
Follow-up received on 11-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began to experience heavy periods. She underwent an endometrial ablation which was ineffective, and ended up having a hysterectomy 2 years after essure insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship, nature of the reported event, and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.